Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7070418.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Flouro imaging confirmed the lead had migrated and the cause was unknown. The patient underwent a lead replacement procedure and was reprogrammed successfully. Explanted devices will not be returned.